Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 323 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot and was to discuss the high bg with a healthcare provider.